Event description:
The customer contact reported a disconnection. The option-lok male adapter of the extension tubing set was connected to the female adapter of an unspecified device and was being used to deliver an unspecified device and was being use to deliver an unspecified medication. The customer contact reported, "this weekend in the ER dept we had an extension tubing which would not stay attached to the saline lock. Didn't save the faulty tubing, had to get meds in the pt stat." No specific event details were provided. The extension tubing set was replaced and the therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.